Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that his son's blood glucose exceeded 600 mg/dl on his first day on the insulin pump. During troubleshooting, the customer was assisted with programming the insulin pump. The father also treated his son with a 25-unit insulin pump bolus. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.